Event description:
Procedure: thyroid. According to the reporter: the clip applier malformed then shot subsequent clips out of the jaw, the pt lost 100cc of blood. Clips were retrieved and surgeon had to quickly suture the area to control bleeding. The same clip applier was used for the remainder of the case.